Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the transmitter did not flash when connected to the charger, despite changing the battery in the charger. The customer reported that paramedics were called due to a low blood glucose of 33 mg/dl. The customer was unsure of what caused the low blood glucose. Later that night, the blood glucose began to rise and the customer went to the hospital. The blood glucose reading was 438 mg/dl. The customer was treated for three days at the hospital with an insulin drip and saline fluid and the blood glucose was stabilized.